Event description:
Medtronic received information that this mosaic aortic valve was explanted after approximately one year, with the outflow tract appearing full of thrombus. There was no further patient complications reported.

Manufacturer narrative:
Device history review could not be reviewed as the serial number of the device was not provided. Conclusion code: cause of event cannot be determined as the product was not returned for analysis. Analysis: the product has not been received for analysis. Without product return, review is limited and no definitive results can be provided. Valve return from the facility is anticipated. A supplemental MDR follow-up report will be sent to FDA if the products received. Conclusion: product explanted and replaced with no reported adverse patient outcome. No device return. No definitive conclusion can be drawn for the reported product problem.